Event description:
Dialyzer was found to have a cracked fiber and was alarming blood leak. System wasted, and blood not reinfused. New system was set up and dialysis restarted. There was approximately 200 ml of blood lost.